Event description:
The service report shows that while performing a preventative maintenance service the nellcor puritan-bennett customer support engineer (npb cse) noticed the filter heater was inoperative. The npb cse reseated the heater and the device became operational again. The unit passed extended self testing. No parts were replaced. See also caac19971874. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.